Manufacturer narrative:
Investigation found the soft cannula kinked and stretched out of spec. A tear was also found on the exposed soft cannula. Fluid was found diverting through that tear during fluid path testing. The timing and cause of the damage are unknown. Post use damage was found on the top and bottom housing and corresponding damage was found on the reservoir upon opening the device. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to 22.6 mmol/l (406.8 mg/dl) while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen), the pod's cannula was found bent. After removing the pod, the site was wet with insulin. As treatment, a manual bolus was given with an insulin pen and a new pod was placed.